Event description:
Literature was reviewed regarding the detection of left coronary artery (lca) obstruction during transcatheter aortic valve replacement (tavr). Medtronic (evolut r) and non-medtronic (sapien xt and sapien 3) valve types were used in the study. The authors observed two cases of lca obstruction in patients implanted with evolut r. Of these two cases, one patient developed severe hypotension and hemodynamic collapse, which required inotropic agents and percutaneous cardiopulmonary support and subsequently underwent successful percutaneous coronary intervention. The other patient underwent successful coronary artery bypass grafting to address the lca obstruction. Other adverse events that occurred were described as follows: one case of right coronary artery obstruction (valve type not disclosed) and three cases of annular rupture (valve types not disclosed). No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: nomura t, teruo I, miyasaka m, et al. Detection of left coronary ostial obstruction during transcatheter aortic valve replacement by coronary flow velocity measurement in the left main trunk by intraoperative transesophageal echocardiography. J cardiol. 2023;81(1):97-104. Doi: 10.1016/j.jjcc.2022.08.009 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.